Manufacturer narrative:
Device was used for treatment, not diagnosis. Weigh, patient ethnicity and race was not provided for reporting. This report is for (band-aid tough strip bandages 60ct can 62600964472). Device is not distributed in the united states, but is similar to device marketed in the USA (bab tough strips 20s USA 381370044086 8137004408usa). (B)(4). Lot number = 1558b. Exp date: na. Device is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA (bab tough strips 20s USA 381370044086 8137004408usa). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A female consumer reported an event with band-aid brand tough-strips adhesive bandage. On (B)(6) 2020, the consumer used one band-aid brand tough-strips adhesive bandage to cover a cut on her hand. While she was removing the bandage the next day, the adhesive portion of the bandage caused a bruise on side and pulled the skin off, approximately 1cm by 2cm, on the other side. The consumer went to the emergency room where she was prescribed an antibiotic cream. The consumer reported she did not notice the statement on packaging ¿not intended for use on sensitive or delicate skin¿ until after she used the bandage. She was also unaware she had sensitive skin.

Manufacturer narrative:
Johnson & amp; johnson consumer, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which johnson & amp; johnson consumer, inc. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, johnson & amp; johnson consumer, inc. Or its employees that the report constitutes an admission that the device, johnson & amp; johnson consumer, inc., or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. H4, h6: device history records review was completed. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint and product was manufactured per specification. This product was manufactured on june 4, 2018. If information is obtained that was not available for the follow-up #1 medwatch, an additional follow-up medwatch will be filed as appropriate.